Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever and stomach pain. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized due to fever and stomach pain. The patient was treated with ceftazidime injection, (stopped, 1gm per day, route and duration were not reported), vancomycin injection (stopped ,500mg per day, via intraperitoneal and duration were not reported) and imipenem and cilastatin injection (ongoing,500mg per day, route and duration were not reported) for this event. At the time of this report, the patient was recovering from the peritonitis event and has recovered from fever and stomach pain. Pd therapy was ongoing. It was reported that the catheter was removed one week prior due to peritonitis and the patient was switched to hemodialysis (thrice a week). The patient was retrained for the proper aseptic technique. No additional information is available.